Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported that an explanted lap-band port removed and replaced because of an alleged "leak." Additional information from the health professional noted that a leak test performed on the explanted device noted leakage was found at the "upper part of the band, inside the band."